Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single assembled device. A visual inspection revealed that the catheter had detached from the connector, additionally the check valve is missing, and the 5 ml syringe does not match the one listed on merit's bill of materials. The device was received in position two (the engaged or ready to use position). A closer examination of the catheter revealed some twisting at the area that would have been at the end of the strain relief; however. The catheter was trimmed to expose 3 cm of the distal wire tip to see if the wire had dried fluid(s) on it or if dried fluids could be observed 6 or 7 cm down the catheter lumen. No dried blood or fluids were found. The magnified view of the catheter on the end where it separated from the connector the catheter shows fraying and appears to have broken under some strain. The reported event was confirmed and the cause is unknown. A review of merit's manufacturing procedures revealed no instances in which the catheter should be under this type of strain. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported during the varicose veins great saphenous vein (gsv) procedure, that after connecting the mdu, the doctor started the procedure. The first 10cm everything went smoothly, then the rotating wire caught in the valve. The physician stopped the procedure and moved the catheter to position 1 and turned the clarivein counterclockwise several times, after release from the valves moved the catheter to position 2 and continued the procedure, but the sound was substandard and the physician detected damage. The catheter sheath was separated from the connection and sclerotizing solution leaked out. The physician stopped the procedure and used new one there was a noted prolonged time of procedure, and no patient injury was reported.